Event description:
A self expandable stent was placed in a totally occluded lesion of the left iliac artery. During post dilatation with the opta lp, the balloon burst and a perforation of the vessel was noted.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter was noted to be separated at the area of the proximal marker band. The separated segment of the distal part was not returned. The inner body material at the fracture site was noted to be elongated. It appeared that no guidewire was inserted at this area when the catheter fractured. The balloon exhibited a circumferentially-directed tear. Dimensional examination: due to the elongated condition of the inner body, no dimensional verification could be performed. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the outer surface of the remaining balloon material revealed no abrasions that might have initiated the circumferential tear. No anomalies on the fractured surface of the inner body were noted that might have contributed to the inner body separation. A lot history review revealed that no other complaints of this nature have been received for the products from this sterile lot. The exact cause for the balloon tear migrating in a circular direction could not be determined.